Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/13/2016.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of mesh on (B)(6) 2009 by (B)(6) due to severe urinary incontinence, urethrovaginal fistula. It was reported that patient underwent excision of mesh on (B)(6) 2015 by dr. (B)(6) due to urethral mesh perforation, and recurrent urinary tract infections.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency.